Event description:
It was reported to boston scientific corporation that an endovive safety peg kit device was not used during a percutaneous endoscopic gastrostomy tube placement procedure. According to the complainant, the peg tube broke off at the connection to the balloon when it was being pulled through the stoma site. And, a piece of the device fell into the pt, which was retrieved with the guidewire. Reportedly, another endovive safety peg kit device was used to complete the procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "pt is fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.